Manufacturer narrative:
Manufacturer's report date: (B)(4), 2011. (B)(4). The set has been received, but the investigation is not complete. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer's patient safety net report received. Stated that a patient reported that at end of zometa infusion, "it was leaking a little". A wet spot was noted on patient's shirt. At this point infusion was already complete. Spiros device checked and was correctly activated ("spinning" on end of primary tubing). Tubing taken off pump and hung to gravity and ns could be seen dripping from where primary tubing connects to spiros connector piece, not from where spiros connects to mediport tubing. Tubing and all other equipment removed. Report indicated that there may be something wrong with the spiros connector. There was no harm reported or medical intervention required.